Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. Functional testing could not be performed due to the condition of the returned pressurewire. The presence of a dried salt-like substance inside the covering of the sensor element can affect signal readings, which precludes further signal testing. Electrical testing of the guidewire revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported pressure registration issue remains unknown.

Event description:
Related manufacturing ref: 3009564766-2021-00017. During the procedure, the patient experienced thrombus coagulation. The first device was used, but the device was unable to equalize due to signal drift. Removing and recalibrating the device did not resolve the issue. Another device was used but the issue persisted. The repeated attempts resulted in thrombus coagulation in the patient's vessels and the procedure was completed without further fractional flow reserve measurement.